Event description:
Unomedical reference number (B)(4) event occurred in china on 09-apr-2024, it was reported that the patient faced an issue with infusion set as there was no delivery alarm. The issue was resolved by changing infusion set. No further information was available.

Manufacturer narrative:
MDR 3003442380-2024-00937 - device 2 of 3.